Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: when the resident completed 2 full turns he tried to remove the stapler. The anastomosis was torn and the anvil came off. The surgeon milled the anvil to the rectum so it could be retrieved. The original anastomosis was resected and the surgeon placed another anvil and inserted another eea stapler to complete the anastomosis. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.